Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient reports their therapy is not working right. Patient states she is dripping and feels like she is wetting her pants, which started, "like a week or two ago." Agent reviewed how to adjust settings. Patient was able to successfully increase stimulation to a comfortable level felt in the bicycle seat area. Patient will maintain stimulation level and will continue to track symptoms. Agent also reviewed with patient how to activate MRI mode per her request since she's got a scan in a couple weeks. Patient was having some difficulty with connecting to ins on the first try while reviewing use of device. Patient has to 'retry' several times to get it to connect. Patient mentioned her device was tilted since 1-2 months after implant date. She said it's tilted backwards toward the buttocks. Patient said she applies pressure with the communicator, but it still takes a few tries to connect. Agent suggested patient follow-up with managing hcp regarding tilted battery.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). When asked about the cause of the issue they stated it was unknown but that it was resolved when the patient called in to the manufacturer when they changed programs and scheduled an appointment on (B)(6) 2024 regarding the position of the ins.